Manufacturer narrative:
The customer has had no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that they had received "high" ise indirect na for gen.2 (sodium) quality control results after routine maintenance on the cobas 6000 c (501) module. The customer provided an example of a discrepant sodium result for one patient sample. The initial sodium result was 177 mmol/l and the repeat result was 129 mmol/l on the same analyzer. The sample was repeated on another analyzer and the result was 131 mmol/l. Repeat testing was deemed to be correct. The discrepant result was not reported outside the laboratory and there was no adverse event. The sodium electrode lot number and expiration date was requested but not provided. The field service engineer (fse) suspected a possible a leak in the ise flowpath. The fse cleaned the ise acrylic blocks and replaced the o-rings. The fse disinfected the ise flowpath. The fse replaced the sipper probe, sipper tubing, and pinch valve tubing. The fse adjusted the gear pump pressure and cuvette fill levels. The fse performed an ise check with no errors. The customer ran calibration, quality control, and precision. All were within specifications. During a review for this customer site, there were similar past complaints on like instruments in the past 12 months that were resolved. Complaints regarding the specific part number related to the o-ring were reviewed and showed no abnormal trend in the past 90 days. Complaints regarding the specific part number related to the sipper nozzle were reviewed and showed no abnormal trend in the past 90 days.